Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under (B)(4).

Manufacturer narrative:
(B)(4). D10: unk screw cat#ni lot# ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Collinge, cory alan, reeb, alexander francis, rodriguez-buitrago, andres felipe, archdeacon, michael t, beltran, michael j, gardner, michael j, jeray, kyle james, miller, anna n, crist, brett d, sems, stephen a, shah, nihar samir, fogel, nathaniel, tibbo, megan. (2022) analysis of 101 mechanical failures in distal femur fractures treated with 3 generations of precontoured locking plates. J ortho trauma, vol 37 (issue 1), pgs. 8-13. Doi:10.1097/bot.0000000000002460. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02968.

Event description:
It was reported in a journal article evaluating mechanical failure for patients who sustained distal femur fractures and who were treated with distal femoral locking plates, that 2 patients were revised due to plate/screw failure (disassociation). Attempts have been made and additional information on the reported event is unavailable at this time.